Event description:
An edwards #27 pericardial bioprosthesis was placed and upon resuming cardiac action, it was noted that significant central aortic regurgitation was occurring which was not tolerated by the pt's poor ventricle. This valve was removed and replaced with a #25 edwards supra-annular porcine prosthesis without any further leakage. Due to severe arrhythmias, a venoarterial ECMO was placed. Post-operatively the pt developed hemoptysis and had nearly no cardiac function. An impella device was placed the following day but the pt still suffered very poor flow. The family made the decision to remove life support and the pt expired.